Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
As reported by ous rep, a chpv is experiencing pressure regulation issues. It was reported that the patient developed hydrocephalus during craniectomy treatment and a shunt system was placed within the patient. The shunt system was initially set to 120 mm h2o. Varying titrations of pressure settings were made to treat hydrocephalus. Patient became symptomatic of under drainage, then valve was adjusted to 90 mm h2o. Patient's symptoms worsened, peritoneum opened and shunt was draining properly indicating shunt system may be functioning properly at 15 ml/hr rate but suggested there was an absorption issue (possible peritoneum infection). Depending on the position of the patient / external bag the shunt system was observed to drain at different rates. It was reported that the patient later developed a gram positive infection and the shunt system was removed.